Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm spring was already released. A replacement device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm spring was already released. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was dis-engaged and the white plunger was not depressed on the delivery device. The seal was visible in the loading device window. The delivery device was removed from the loading device. The tension spring assembly was observed to be inside the delivery device, the seal was completely out of the delivery tube. The tension spring assembly and the seal were removed from the delivery device. A microscopic inspection was conducted. The seal was observed to be partially unraveled on the outermost coil of the seal. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.197 inches. , the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.55 inches. Based on the results of the investigation, the reported failure mode "premature deployment" was not confirmed but the analyzed failure "unraveled seal" and "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm spring was already released. A replacement device was used to complete the procedure.